Manufacturer narrative:
(B)(4). Unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case and broken belt clip rails. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had low battery. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, the battery of the pump does not last 1 week. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.